Event description:
It was reported that the patient had a successful trial stimulation phase. During the neurostimulator implant procedure, interoperative impedances were all out of range. The electrode-extension connection was reviewed four times, and all attempts resulted in impedances above 10 ,000 ohms. The implantable neurostimulator-extension connection was reviewed without improvement. The doctor decided to open a new extension, and all impedances were within range at the first attempt to connect it. The doctor noted that he couldn't introduce the last contact of the electrode into the extension connection. It was reported that there was no patient injury and the patient was ok.

Manufacturer narrative:
Lead model 3877-45, lot # 0205477139, implanted: (B)(6) 2011, explanted: na; lead model 3877-45, lot # 0205477150, implanted: (B)(6) 2011, explanted: na; accessory model 3550-39, lot # 0205478237, implanted: (B)(6) 2011, explanted: na; extension model 37081-40, serial # (B)(4), implanted: (B)(6) 2011, explanted: na; extension model 37081-40, serial # (B)(4), implanted: (B)(6) 2011, explanted: na; extension model 37081-40, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of extension model 37081-40, serial# (B)(4), showed no anomalies. Visual tests were okay. Functional tests were performed with acceptable continuity and no shorts between circuits. The device was returned without the setscrew.